Manufacturer narrative:
On (B)(4) 2016 - the explant date was provided and the device was returned. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However the current consumption was normal. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies but the battery was found to be almost depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected. Then the battery was sent to the manufacturer for analysis. The battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed that an internal short circuit within the battery contributed to an increased internal self-depletion and thereby to the clinical observation. Please note that the device was fully able to deliver anti-bradycardia therapy while implanted and in service.

Event description:
Ous MDR - this device is at eri just one month after requiring an reset. The implant date was not provided and it is uncertain if the pacemaker has been explanted. The device was not returned for analysis. Should additional information become available, this event will be updated.